Event description:
As reported: subject: (B)(6) UK infinity total ankle system study. Bilateral leg oedema, only mild on the right side. Suspects cardiac cause; therefore requested CT of left ankle and if all ok to refer to gp for review."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: subject: (B)(6) UK infinity total ankle system study. Bilateral leg oedema, only mild on the right side. Suspects cardiac cause; therefore, requested CT of left ankle and if all ok to refer to gp for review."